Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A probable cause is that the lamp led was disconnected or short-circuited. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the evaluation has not been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported to olympus technical assistance center (tac), the visera elite ii video system displayed an e105 error. According to the representative, the subject device was being checked upon delivery when the failure had occurred. The device had been delivered to representative¿s house as it was a demo unit. Therefore, the device was not at a customer¿s location at the time of the event. The representative speculates that it could have been damaged during shipping or it may have been defective. There were no reports of patient harm associated with this event.